Event description:
It was reported that the display of subject device disappeared momentarily immediately after system started up during pre-use inspection for an unspecified procedure. After it disappeared, it was quickly restored. There were no reports of patient involvement.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.